Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade unknown and pain.

Event description:
Patient reported a left side capsular contracture baker grade unknown and experiencing "pain." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening on anterior and stress marks. Weight measurement was performed and identified device weight was within specification. Microscopic analysis was performed which identified a striated opening on the anterior. Based on the device analysis the final assessment was a striated opening on anterior due to surgical damage, consistent in the use of some surgical tools.

Event description:
Patient reported a left side capsular contracture baker grade unknown. Device has been explanted.